Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The end user later confirmed the device reprocessed before sending the device back olympus. The customer also provided a short response to the foreign material questionnaire as follows: there was no malfunction of reprocessing accessories, no delay of pre cleaning or manual cleaning, the detergent used: isaclean supplied by cantel. They wiped / brushed the surface executed during manual cleaning. The device was last used on 23-oct-2023. No further information as able to be provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) in reprocessing steps for the area foreign material remained or not was unknown. Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: -IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection -IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. There was foreign material in the air and water tube and cylinder, a scratched grip, a damaged light guide bundle cover, scratched connecting tube, cracked adhesive around the objective lens, and corrosion around the forceps elevator arm. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, the evis exera iii duodeonovideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air and water tube and cylinder contained foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.